Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, diopter -9.0 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to the patient experiencing excessive vault. The problem was resolved. The lens has not been returned for evaluation.

Manufacturer narrative:
Additional data: product evaluation: product evaluation found lens returned dry in a small vial. Visual inspection found missing piece of haptic and optic; and clear residue on lens surface. (B)(4).